Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead returned in two pieces. The connector piece (a) measuring 6.5 cm and the distal piece (b) measuring 40.8 cm / 44.9 cm. Analysis found one external insulation abrasion noted at 33.4 cm to 33.5 cm rubbing against the suture sleeve was noted at the suture sleeve impression region on the distal piece (b). Outer insulation was breached and separated in this region.

Event description:
This report is to advise of an event observed during analysis.